Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Since no valid lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old asian female patient underwent a breast augmentation primary with unspecified mentor saline breast implants and experienced bilateral deflation and bilateral breast discomfort post-operatively. As a result, the patient is scheduled for removal on (B)(6) 2021. This report is for the second of two devices. The reported serial/lot numbers do not correspond to any finished mentor devices. If any additional information is received, a supplemental report will be submitted.